Manufacturer narrative:
Received one used 14001-31 primary plum set mated to one used list# unknown non-ICU medical extension tubing. A crack was observed on the female luer of the non-ICU medical set. There was a crack on the spin collar of the male luer on the plum set. The male luer was undamaged. The set and mating device were air pressure leak tested per product specifications. There was leakage from the female luer crack. When the mating device was removed and the plum set was capped, there was no leakage. The male luer of the plum set was dimensionally measured and found to meet iso standards. The complaint of leakage could not be confirmed. The leakage was found on a non-ICU medical device. The probable cause of the crack on the male luer spin collar is unknown. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm. In which the customer reported that the patient was receiving peripheral parenteral nutrition, and it was observed that there was a leak between the anesthesia extension and the set. There was patient involvement and no one was reported harmed as a result of this event.